Event description:
It was reported that during a prostate procedure, the first side-firing fiber cap was noted to have detached at 223,400 joules used. The second side-firing fiber cap was noted to have detached at 211,473 joules used. The third side-firing fiber was noted to have commenced forward firing at 168,057 joules used. The fourth side-firing fiber cap was noted to have detached at 139,018 joules used. The location of the caps are unknown, however, there was no report of the caps remaining inside the patient or that retrieval of the caps was performed. How the procedure was completed is unknown. No injury to the patient was reported. This report is for the third fiber.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Reference: 2937094-2013-00919, 2937094-2013-00920, 2937094-2013-00922.